Manufacturer narrative:
The impella cp was returned and an investigation is underway. Once completed, a supplemental MDR will be filed with the results of this investigation.

Event description:
The complainant reported a (B)(6) year old caucasian female presenting with acute myocardial infarction and cardiogenic shock. Prior to presenting, patient endured cardiac arrest while at home and was administered 10 minutes of cardiopulmonary resuscitation by emergency management technicians. Patient arrested a second time and return of spontaneous circulation was achieved via defibrillation. An impella cp was inserted for cardiac support, as treatment thereafter, and patient's condition notably improved by the following day. Approximately 1 day after improvement was noted, physician identified pulse in impella leg as "questionable," and found blood flow as monophasic. Patient was diagnosed with compartment syndrome. As treatment, a below knee amputation (bka) was conducted (due to necrotic tissue at calf) and impella was weaned and explanted. Despite requiring a bka, cardiac circulatory support was successfully achieved with this device.

Manufacturer narrative:
The impella cp was received and a failure investigation was completed. Examination of the pump did not identify any issues that would likely attribute to an ischemic event. A review of the clinical account found no allegation of improper impella performance. A review of the device history record found this device had undergone a post-sterile re-work, however, no other complaints associated with pumps from this lot have been reported. The root cause could not definitively be determined.